Manufacturer narrative:
Complaint is confirmed. One dc0235w was received in opened original packaging. The reported catalog and lot numbers were verified. Visual inspection found that the clip was not present and that the clip fixture appeared damaged. This device will be sent to the original manufacturer for further evaluation the manufacturing documents from the device history record were not reviewed as this is a purchased finished device not manufactured by conmed. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 3 complaints regarding 4 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; do not to operate the spiral tube and clip with excessive force as this may cause damage to the device. To deploy the clip, continue pulling back the slider beyond the tactile resistance point. You will hear an audible snap as clip component detaches. Remove sheath from endoscope. Endoscope must remain as straight as possible when withdrawing the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that part of the dc0235w left a half circle shaped piece of metal in the patient and was not retrieved. This occurred during the clip deployment and the fragment was noticed after the deployment. Additional information provided stated that this occurred during an emr procedure. The metal fragment that was left behind was part of the clip applier. There was no delay in surgery, the piece was left in the intestine as it will pass naturally. This report is being raised based on device malfunction with potential for injury upon reoccurrence.